Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent culture and analysis were performed prior to the initiation of antibiotic therapy. The results of the culture were unknown. Beginning (B)(6) 2010, the patient was treated with injection zimide-t 1 gram twice a day intravenous (IV), injection tobramycin 80 mg once a day intraperitoneally (ip), both of which had continued and injection vancomycin 1 gram loading dose ip. The peritonitis was resolving as of the time of this report. Pd therapy continued.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra meter. The patient mentioned that the alleged high readings began on (B)(6) 2010. The patient had obtained the following readings on (B)(6) 2010 at unspecified times: 300 mg/dl and 496 mg/dl and was comparing the meter readings to feelings/normal results. Due to the alleged high readings, the patient had taken an increase dosage of insulin. At an unspecified time after taking the insulin, the patient developed symptoms of feeling shaky, sweaty and anxious. He did not seek any medical attention or contact his physician for assistance. While troubleshooting it was noted that the patient had been using expired test strips. The test strips had expired 5 years ago. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the high results, he had taken an increase dosage of insulin and later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.